Manufacturer narrative:
Per tandem¿s user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was at least 500 mg/dl or higher, due to multiple valid temperature alarms, as customer was sunbathing in over 109 degree weather. A manual injection was administered to address the high bg. Tandem technical support educated customer regarding using pump under extreme temperature conditions.